Manufacturer narrative:
Patient ethnicity is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, during the drilling, the 2.8mm drill bit was broken and the fragment was recovered. It was unknown if there was a surgical delay. Patient outcome was not reported. This report is for a 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).